Event description:
In 1999 the pt presented to "hcp" with abrupt increase of spasms 10 days post refill of his implanted pump delivering baclofen intrathecally. Pt was thought to have a urinary tract infection and was treated for that condition without improvement of the involuntary spasms. Later it was found that the pump had not been emptying properly. The pump was inspected and found to not be turning. The pump was replaced in 1999. The pt was found to have improvement of the spasms and the wound was healing. The baclofen dosages pre and post operative were essentially unchanged with new pump placed and functioning. This pt is guadriplegic and ventilator dependent.